Event description:
The reporter stated the surgeon implanted a 12.5 mm icm125v4 implantable collamer lens on (B)(6) 2011, in pt's left eye. The lens was explanted on (B)(6) 2012, due to excessive vaulting associated with elevated intraocular pressure. The lens was exchanged for a shorter length lens. The pt's last visit on (B)(6) 2012, ucva 20/20.

Manufacturer narrative:
(B)(4).